Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up. Post-sensed t- wave oversensing on the ventricular lead was noted. Reprogramming was recommended to decrease ventricular sensitivity. Device remains implanted.